Event description:
It was reported that a nurse caring for a new ilet user observed hyperglycemia for about one hour, with a fingerstick blood glucose of 400 mg/dl followed by 305 mg/dl, and asked whether additional insulin could be delivered during meal announcements after the system delivered 2 units for lunch; the agent explained that insulin delivery cannot be manually adjusted and that the ilet algorithm adapts over time, advised allowing additional time for correction, and noted that supplies for a set change were not available. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer service troubleshooting and education regarding system function and correction timing. Investigation of this case revealed no device malfunction reported and no confirmed hardware or software issue, with the event considered consistent with early adaptation of the automated insulin dosing algorithm and user expectations regarding manual dose control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.